Event description:
While clamping the fracture for an orif of the femur, approximately 15mm of the lower jaw of the reduction forceps broke off and surgeon was unable to retrieve the broken piece.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Investigation could not be completed; no conclusion could be drawn as no device was returned. Review of the manufacturing records has been requested.